Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). (B)(6). The handpiece device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the battery handpiece device rotations per minute (rpm) were below specification. It was noted that the device had low power. It was also noted that the device failed pre-repair diagnostic tests for initial rotational speed, and noise verification. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.